Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the output connector was damaged due to handling. This issue is addressed in the instructions for use (IFU): "clv-s400 instruction manual important information ¿ please read before use_ caution. Do not connect any object other than a light guide cable to the output socket. Malfunction may result. 4.3 connection of an endoscope 1 inspect the light guide cable and endoscope as described in the endoscope¿s instruction manuals. 2 connect the light guide cable to the endoscope. 3 insert the connector of the light guide cable into the output socket on the front panel of the light source until it clicks."

Manufacturer narrative:
User was advised to return the device for evaluation. The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
Olympus sales representative reported that the customer is having issues with the light guide not staying connected to the visera 4k uhd xenon light source. There was no report of patient injury related to this event.